Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller not running was confirmed via analysis of the downloaded log file. On 16sep2025, the log file captured battery depletion associated with low power advisory alarms (02:53:53), followed by low power hazard alarms (03:26:55), and then no external power alarms with the backup battery in use (4:15:10). The heartmate ii system controller (serial number (B)(6)) was returned for analysis. The controller was able to operate a mock circulatory loop for an extended period of time with no issue or alarm and passed all functional testing. The backup battery was fully charged and used as the power source to run the system controller and pump at 9400 revolutions per minute (rpm). The backup battery exceeded the expected support time of 15 minutes per the heartmate ii left ventricular assist system instructions for use, and the system operated as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system IFU heartmate ii patient handbook are currently available. The IFU section 7, entitled ¿alarms and troubleshooting¿ and the patient handbook section 5, entitled ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including no external power alarms, and the actions to take if the issue does not resolve. The IFU section 3, entitled ¿powering the system¿ and the patient handbook section 3, entitled ¿powering the system¿ explains the various ways to power the heartmate ii lvas. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. The IFU section 2, entitled ¿system operations¿ explains that the backup battery inside the heartmate ii system controller provides enough power to run the system for at least 15 minutes if the main power source is disconnected. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: the expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed right heart failure and some mild aortic insufficiency. The patient was found at home deceased in bed and connected to battery power. The controller was noted to not have been on or running and with no alarms. Whether the outcome was device or therapy related was not provided by the customer. It was unknown whether an autopsy would be performed or whether the device was explanted.

Manufacturer narrative:
Section a: patient weight not yet available. Section d4: device serial number was not provided, so the expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.